Event description:
Customer complained that the unit experienced an unintentional movement of the foot up function.

Manufacturer narrative:
The tech replaced the new caregiver pc board and siderail control label, which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.